Event description:
According to the available information, this complaint concerns an end user with current administration of chemotherapy who uses the provox vega. On sept 16th the patient replaced their provox vega device. According to the patient, the device began leaking on november 19th. According to the doctor during a periodic checkup that day, stated no issues were observed with the product. However, it is not known if the patient was using the plug correctly. On december 3rd, the patient developed pneumonia and was brought to the ICU. The patient transferred to the general ward on december 10th and replaced their provox vega to a new one on december 12th. By the time that the voice prosthesis was replaced, the patient has used the provx plug appropriately. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.